Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported noise could not be conclusively determined. (B)(4).

Event description:
During a follow up, two episodes of noise on the ventricular channel were noted. The lead was capped and replaced and the patient was stable.